Event description:
It was reported that the patient has been experiencing pain in his knee. Patient has physical therapy with no improvement. Patient also states that his surgeon manually manipulated his knee 130 degrees under anesthesia. Patient is reporting being in constant pain. Patient is looking for a new surgeon because, he has so much pain. Patient is reporting that he had the knee repaired on (B)(6) 2012.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.